Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a hemi hip at unknown date and also had a revision with cable plate and cables and screws at unknown date. When we arrived to this case patient had fractured again. The surgeon removed cables and plate and screw removed fracture stem and replaced it with a 8' solution stem put another plate and screws on the femur and put a new uni-polar head on.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.